Event description:
It was reported that the luer lock connection below the yellow transducer broke when being assembled for use. The male connector is twisted and snapped. No pt complications were reported.

Manufacturer narrative:
Device has not been returned for eval.